Event description:
Patient underwent uneventful ilasik on (B)(6) 2011. Patient presented at 1 day post-op with trace dlk os. Increased durezol and re-checked (B)(6) 2011. Patient had increase in dlk to grade 1, continued medication added steroid ung hs. Re-checked day 3 and noted dlk grade 2-3. Brought patient to laser suite and lifted flap and irrigated. Last check (B)(6) 2011 - vasc 20/20 od, 20/20 os. Dlk resolving. Patient to taper steroids and re-check in 3 days.

Manufacturer narrative:
(B)(4). (B)(4) (diffuse lamellar keratitis - stage iii). Evaluation: field service specialist (fss) visited site prior to the event to perform a preventive maintenance. No problems with the equipment were found. Method: mechanical test performed. Visual examination. Evaluation, conclusion: device operated within specifications. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.